Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A report received via health authority during the vitrectomy surgery an ophthalmic system displayed an error message and exhibited operational failure with unexpected shutdown. There was a sudden flash occurred at the connector part. The details of the patient impact have not been reported. Additional information has been requested but is not available at the time of this report.